Event description:
It was reported that (2) tlc55 were used during a gastrectomy procedure. It was reported by the rep that two consecutive tlc55 experienced hyper lockout. Opened another device to complete the case. No adverse patient outcome.